Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#1627487-2018-07693. It was reported patient experienced ineffective stimulation. Also, system diagnostics revealed high impedances on the a lead contact. As a result, surgery may be pending to address the issue.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-07693. Additional information identified that the during the surgical intervention on (B)(6) 2018, the physician noted a visible fracture at l2 drg lead. The lead was left in place and the physician attempted adding additional lead but was unable to do so due to patient anatomy and the surgery was abandoned. The l2 lead was off and the patient has therapy with the t12 lead.